Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. There was no reported impact to the customer¿s blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.